Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported not helping. The consumer stated patient still having issues with her stimulator being able to go. The consumer stated she was having other health issues includes liver, congestive heart failure. Patient has an appointment on the day call with a new hcp. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.